Event description:
It was reported that following a transcatheter aortic bioprosthetic valve implant procedure, a posterior peritoneal hemorrhage was observed. Per the physician, the cause of the hemorrhage was unknown but it was questioned whether it was due to vascular characteristics. The patient's calcified anatomy was possibly a contributing factor to the event. Surgical repair was provided to treat the hemorrhage and the patient outcome was reported to be good. Additional information was received that the per the physician, the non-medtronic guidewire did not contribute to the hemorrhage.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a transcatheter aortic bioprosthetic valve implant procedure, a posterior peritoneal hemorrhage was observed. Per the physician, the cause of the hemorrhage was unknown but it was questioned whether it was due to vascular characteristics. The patient's calcified anatomy was possibly a contributing factor to the event. Surgical repair was provided to treat the hemorrhage and the patient outcome was reported to be good.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.